Manufacturer narrative:
Complaint is not confirmed. Visual evaluation, the device did not appear to have any internal or external damage. Functional testing with driver matting, no problem found. Complaint not problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee surgery the device broke off inside the patient. The broken pieces were retrieved. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.